Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded and untreated ventricular tachycardia event due to oversensing of a non-physiologic artifact in combination with a reduced signal amplitude and baseline shifting. Provocative maneuvers were performed, and the artifact was not able to be reproduced. X-rays were performed and the electrode was found a little moved to the right, that is potentially causing the low amplitude signals. Technical services recommended further evaluations to see if a positioning correction is a potential solution. However, reprogramming was not possible, and it was decided to explant the s-ICD system. This device is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded and untreated ventricular tachycardia event due to oversensing of a non-physiologic artifact in combination with a reduced signal amplitude and baseline shifting. Provocative maneuvers were performed, and the artifact was not able to be reproduced. X-rays were performed and the electrode was found a little moved to the right, that is potentially causing the low amplitude signals. Technical services recommended further evaluations to see if a positioning correction is a potential solution. However, reprogramming was not possible, and it was decided to explant the s-ICD system. This device was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. If the product is returned, analysis would be performed, and this report would be updated at that time. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded and untreated ventricular tachycardia event due to oversensing of a non-physiologic artifact in combination with a reduced signal amplitude and baseline shifting. Provocative maneuvers were performed, and the artifact was not able to be reproduced. X-rays were performed and the electrode was found a little moved to the right, that is potentially causing the low amplitude signals. Technical services recommended further evaluations to see if a positioning correction is a potential solution. However, reprogramming was not possible, and it was decided to explant the s-ICD system. This device is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded and untreated ventricular tachycardia event due to oversensing of a non-physiologic artifact in combination with a reduced signal amplitude and baseline shifting. Provocative maneuvers were performed, and the artifact was not able to be reproduced. X-rays were performed and the electrode was found a little moved to the right, that is potentially causing the low amplitude signals. Technical services recommended further evaluations to see if a positioning correction is a potential solution. However, reprogramming was not possible, and it was decided to explant the s-ICD system. This device was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. If the product is returned, analysis would be performed, and this report would be updated at that time. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. This supplemental report is to inform that field d6b (explant date) was updated to (B)(6) 2023.